Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced hypoglycemia, and eventually experienced a seizure. An ambulance was called by the patient¿s girlfriend, and the patient was treated with glucagon by the paramedics. No further medication was reported, and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was tired, but it was understood that the patient had recovered from the hypoglycemic event. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.